Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. However, imagery was provided through the article and revealed the following: explanted valve appeared partially expand. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration was unable to be confirmed based on the provided imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. As reported, 'approximately 4 years post valve in valve tmvr procedure with a 29mm sapien 3 valve in a non edwards surgical valve, the patient developed heart failure, and echo report showed a degenerated valve with severe mitral stenosis (mean gradient 19 mmhg), minimal regurgitation, and elevated pulmonary pressures. Inspection of the sapien 3 valve in the non edwards surgical valve showed evidence of sapien 3 valve under expansion, with leaflet thickening, and restricted mobility'. Per imaging evaluation, the valve appeared under expanded, which was likely due to constraint of the pre existing surgical valve. Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the article, 'redo hybrid mitral valve in valve for early structural valve degeneration: pearls and pitfalls of a novel technique', approximately 4 years post valve in valve tmvr procedure with a 29mm sapien 3 valve in a non edwards surgical valve, the patient developed heart failure, and echo report showed a degenerated valve with severe mitral stenosis (mean gradient 19 mmhg), minimal regurgitation, and elevated pulmonary pressures. Inspection of the sapien 3 valve in the non edwards surgical valve showed evidence of sapien 3 valve under expansion, with leaflet thickening, and restricted mobility. The existing mitral bioprosthesis was cemented into the calcified inflow/outflow patch with extensive pannus overgrowth, and there was sub-valvular thrombi between the 2 valves. The 29mm sapien 3 valve was explanted, and the patient underwent a valve in surgical valve replacement with a 26mm sapien 3 ultra valve. The valve was deployed with a certitude delivery system. The postoperative course was uneventful, and the patient was discharged on postoperative day 10.